Event description:
User advanced the device through endoscopy to desired position but found out the needle cannot penetrated the target area. User changed another same device to complete the procedure after several attempts. Device evaluated on 15-mar-19 and needle tip was noted to be deformed. Needle was exposed from sheath on return and could not be fully retracted in the lab.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User advanced the device through endoscopy to desired position but found out the needle cannot penetrated the target area. User changed another same device to complete the procedure after several attempts. Device evaluated on 15-mar-19 and needle tip was noted to be deformed. Needle was exposed from sheath on return and could not be fully retracted in the lab.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. The device related to this occurrence underwent a laboratory evaluation. The tip of the needle was found to be deformed/bent. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1531594 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1531594. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion. As indicated in the information received, the penetration of the targeted site was difficult. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User advanced the device through endoscopy to desired position but found out the needle cannot penetrated the target area. User changed another same device to complete the procedure after several attempts. Device evaluated on 15-mar-19 and needle tip was noted to be deformed. Needle was exposed from sheath on return and could not be fully retracted in the lab.